Event description:
It was reported that this left ventricular (lv) lead was part of the system issue due to possible erosion and infection. Reportedly, the patient felt tightness around the device then felt or saw the lead under the skin. No adverse patient effects were reported. The lv lead was explanted.